Event description:
It was reported that the sys displayed saturation and a/d channel errors and stopped producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge svc rep evaluated the sys and could not reproduce the reported problem. The system operates as intended.